Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent a thoracic endovascular aortic repair (tevar) procedure to treat an aneurysm rupture utilizing two gore® tag® conformable thoracic stent graft with active control system. Reportedly, the left subclavian artery was intentionally covered by the graft during the procedure as the rupture was close to the subclavian artery and the procedure ended well. Post procedure, patient was awake and moving. On (B)(6) 2025, patient had a cardiac arrest and was intubated. When patient woke up, it was noted during evaluation that the patient's legs were paralyzed and physician ordered an MRI which showed a t2 through t6 infarct. After which, physician did a carotid/subclavian artery bypass. On (B)(6) 2025, physician notified the field sales associate (fsa) of the event and stated the two grafts covered the rupture and landed about 5cm proximal to the celiac artery. The cause of cardiac arrest could be due to lack of perfusion and unsure, if devices led to the cardiac arrest or the procedure as patient was fine till next day. On (B)(6) 2025, physician notified the fsa that patient is recovering and is able to move one leg but not both.

Manufacturer narrative:
Since the cardiac event cannot be directly attributed to one device, tgmr373710 / (B)(6) will be included in the report. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.